Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was reported that the lead was returned severed 35 millimeters (mm) from the terminal end. Only the proximal is-1 leg segment was returned. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing that resulted in pacing inhibition for greater than 2 seconds of asystole. Additionally, the noise on the rv lead resulted in delivery of inappropriate anti-tachycardia pacing (atp). The physician was going to consider switching the ra and rv leads in the device header. Boston scientific technical services (ts) discussed switching the leads in the header would be considered off label use. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. It was reported that the tip portion of the lead was later returned severed and connected to the explanted cardiac resynchronization therapy defibrillator (crt-d). There was no additional information received linking the explant of the portion of the lead to the previous reported observations.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing that resulted in pacing inhibition for greater than 2 seconds of asystole. Additionally, the noise on the rv lead resulted in delivery of inappropriate anti-tachycardia pacing (atp). The physician was going to consider switching the ra and rv leads in the device header. Boston scientific technical services (ts) discussed switching the leads in the header would be considered off label use. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.